Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the physician attempted a percutaneous lead on the pt. However, the physician was unable to advance the lead to the desired location due to the pt's scar tissue. As a result, surgical intervention was unsuccessful.